Manufacturer narrative:
Additional information :it was reported that two (2) "patient" (drain line) extension sets were leaking from an unspecified location. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) patient extension sets were leaking from an unspecified location. This occurred during unspecified process steps of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.